Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video noted a leak from the y-site. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set leaked from the luer lock valve even though the line was clamped. This was observed during a gravity feed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video identified a leak from the y-site (clearlink). The reported condition was verified. The cause of the condition was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.